Event description:
It was reported that the patient presented for follow up. A review of stored electrograms (egm) revealed that the implantable cardioverter defibrillator (ICD) delivered inappropriate shock due to under-sensing. No symptoms were reported. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the patient had received inappropriate anti-tachycardia pacing (atp), rather than high voltage shock. No interventions were made.